Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45-day follow up, a thrombus was noted on the face of the device. The patient's oral anticoagulants were switched from eliquis to warfarin and will be brought back to confirm the thrombus has been resolved. No additional information is known at this time.